Event description:
On 1/26/95 the atrial lead became imbedded in tissue when it fractured during explant. As a result, on the next day the pt required open-heart surgery for removal of the pacer lead.